Manufacturer narrative:
E1: initial reporter phone: (B)(6)

Event description:
It was reported coating issue occurred. The target lesion was located in the liver. A fathom 16 180cm renhf 135cm 10 preload renegade hi flo was selected for use. During preparation, the hydrophilic coating seemed to be missing and felt large resistant outside the patient. The procedure was completed with another of the same device. There were no patient complications as a result of this event.